Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they received a call earlier today from a manufacturer representative (rep) and they were up to 12.5 on all the programs and they didn't even feel anything. The patient said they were told to let go of program 6 and wait 5 days to see if there is a change in their symptoms. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had an appointment with healthcare provider on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.